Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer failed. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the issue was due to a secure-state lock triggered by narcotics handling protocols, which required witness and count recovery. The field service engineer remotely guided customer through the recovery process and verified drawer functionality. The staff witnessed and counted the items to confirm accuracy. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.